Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external carotid artery (eca). A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, while inflating to the rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was fine. It was further reported that the target lesion was 70% stenosed and was located in the mildly tortuous and mildly calcified eca. The balloon ruptured during the second inflation at 8 atmospheres for 1 minute and 30 seconds.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external carotid artery (eca). A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, while inflating to the rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was fine.